Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events 15 events were reported for this quarter. Product return status 15 devices were evaluated based on historical data analysis. Additional information 15 devices were not labeled for single-use. 15 devices were not reprocessed or reused.

Event description:
This report summarizes 15 malfunction events in which the device reportedly overheated. 4 events had no patient involvement; no patient impact. 11 events had patient involvement; no patient impact.